Event description:
On (B)(6) 2024 an ilet user reported they were hospitalized on sunday (B)(6) 2024 due to a low blood glucose (bg) event. The user reported having a high bg level, then their bg levels dropped low very quickly, and losing consciousness . The user's wife found the user unconscious and called 911. Emergency medical services (ems) administered a glucose drip. The user was taken by ambulance to the emergency room (ER) then admitted to ICU. The user stated the cgm glucose reading showed "low" and did not have an exact value. The beta bionics customer care agent attempted to gather additional information regarding the specifics of the event and to provide troubleshooting, but the user did not remember any details. The family also could not recall the exact series of events and details related to the hypoglycemic event. The user reverted back to previous therapy until he/she could speak with their hcp. On (B)(6) 2024 a beta bionics clinical diabetes specialist (cds) joined a call with the user, the user's wife, and the registered nurse (rn) from the user's healthcare team regarding the hospitalization. Both the user and their wife were unable to recollect the exact series of events and details related to the hypoglycemic event and hospitalization. The user reported needing to change infusion set sites multiple times and called beta bionics for assistance with all changes. The beta bionics case reports confirm the user had multiple bent cannulas prior to the event. The rn decided to have the user remain off the ilet until they can come in for an in-person appointment to restart the ilet. The user was using convatec inset (23", 6mm) teflon infusion sets and they planned to switch toto convatec contact detach (23", 6mm) steel sets.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No instances of malfunction alerts were found in the device engineering logs. No factory reset was found in the logs. Audio setting was found to be logged as "high" on (B)(6) 2024, and all cgm alerts were not changed from factory defaults (all on) except for "urgent low soon" alerts which were set to "false" (off) on (B)(6) 2024. Body weight was not changed after initial setup on (B)(6) 2024. Data for the described event date of (B)(6) 2024 was reviewed. The last cartridge and infusion set change operations prior to the review date were on (B)(6) 2024 at 2:14pm, however, multiple cartridge and infusion set changes were found on the review date. Unless otherwise stated, no motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. Review of the ilet report and device logs for the reported event data ((B)(6) 2024) shows a period of hyperglycemia beginning at 10:02pm the night before peaking at 271 mg/dl. The cgm glucose beings to trend downward by 8:28am with cgm glucose values of 178, 66, 49 and lastly 39 mg/dl at 10:57 am. The cgm remains below 40 mg/dl until 12:52pm when cgm data stops, then one cgm glucose of 129 mg/dl is registered at 1:22pm before the data ends and the device appears to be powered off. No evidence of ilet malfunction were found in the engineering logs. Motor data indicates that the ilet had not made automated basal delivery requests for 2 hours prior to receiving cgm glucose readings below 75mg/dl. The logs show evidence of multiple cartridge changes and fill tubing and infusion set change operations were logged leading up to the low event. No insulin had been requested from the ilet since 6:54am as the cartridge had run out of insulin. None of the low glucose alerts or the urgent low glucose alert were acknowledged during the event. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the review of the case notes, ilet report and device logs, it was determined that the ilet operated as intended. The exact assignable cause for this event is unclear due to the limited information provided by the user and wife surrounding the event. It appears that the event may be related to failure to disconnect when completing the fill tubing operation as there was no insulin requested from the ilet due to an empty insulin cartridge and then no dosing for the 90 minutes prior to the event due the blood glucose trending downward. However, the user reported they were not connected to the ilet at any time during the fill tubing operations. Additionally, the urgent low soon alert has been turned off, which may have limited the user's ability respond to their falling cgm glucose. The cds was notified of the findings from the log review to share with the user and their healthcare team. The user met with their rn on (B)(6) 2024 for re-education and to restart the ilet.